Event description:
The reported event occurred during a procedure.

Manufacturer narrative:
Updated fields: b5, h3, h6, h10. This report is being supplemented to provide additional information based on the device evaluation, the legal manufacturer's final investigation, and additional information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The device was evaluated and the customer's reported issue was confirmed, there was an endo clip stuck in the channel. The cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-290 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif/cf/pcf-290 series reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an endoclip was stuck inside of the biopsy channel of the gastrointestinal videoscope. There were no reports of patient harm.